Manufacturer narrative:
(B)(4).

Event description:
Procedure: prostatectomy according to the reporter: the jaws would not close and clips were spitting into the surgical field. There was no injury to the patient and no clips fell into the patient's cavity.

Manufacturer narrative:
(B)(4).